Manufacturer narrative:
One infusion cassette was received for evaluation in relation to the reported event. The sample was returned decontaminated inside a plastic bag without its original package visual and functional testing of the device was performed which was unable to confirm or replicate the reported event. The unit sample was filled using a syringe and then was connected to s cadd legacy test infusion pump. The unit was primed and connected without difficulty, the pump was set running and no alarm were observed. The failure was not confirmed. Root cause was unable to be determined. A DHR review was unable to be completed as no lot number was provided.

Event description:
It was reported that during the use of the product with a pump, a "no disposable, clamp tubing" alarm sounded. The user restarted the pump several times, but the alarm persisted. There was no patient injury reported.